Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tubes, the device experienced the rubber stopper remaining in the tube. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: in the emergency clinical laboratory of (B)(4) hospital, when 367886 was used to enter the assembly line, the 367886 cap was not completely removed, the rubber plug stopped the needle, and the equipment was shut down for many times. This happened many times on october 18th, which seriously affected the normal emergency work, resulting in the extension of the report issuing time and repeated contact with the sample adding needle.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo from the customer in support of this complaint. The photo was evaluated and the issue of improper assembly (cocked stopper) was observed. Additionally, 100 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Furthermore, 10 retention samples were functionally tested and the issue of improper assembly (decapping) was not observed as no issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was able to confirm the customer¿s indicated failure mode; however, no samples were returned to be tested and could not be duplicated in the retention testing.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tubes, the device experienced the rubber stopper remaining in the tube. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: in the emergency clinical laboratory of shanghai sixth people's hospital, when 367886 was used to enter the assembly line, the 367886 cap was not completely removed, the rubber plug stopped the needle, and the equipment was shut down for many times. This happened many times on october 18th, which seriously affected the normal emergency work, resulting in the extension of the report issuing time and repeated contact with the sample adding needle.